Event description:
It was reported that a trinav catheter was used in a routine thyroid goiter embolization procedure employing radial approach via the peripheral vasculature/inferior thyroid artery. Embolization was successful and carried to stasis. Post-embolization angiography was performed via the trinav catheter instead of the through the base catheter in the subclavian artery. Post-embolization contrast injection volumes and forces were high and there was no forward flow/room, due to presence of spheres, resulting in reflux. Artery was superimposed over ribs and spine making visualization of reflux difficult. Origin of the left vertebral artery was dominant (larger than the right) and immediately proximal to the inferior thyroid artery, resulting in high flow to the posterior portion of the brain. Patient experienced multiple small strokes identified via post procedure MRI, started on dual-antiplatelet medications (aspirin and plavix, loading doses), and monitored for 24 hours. CT scan showed a large amount of hemorrhage into the left lateral ventricle that spread into adjacent ventricles and resulted in loss of differentiation of grey and white matter. The patient was transitioned to hospice care that day and died shortly thereafter.

Manufacturer narrative:
No device malfunction or performance issue asserted or suspected based on user facility report. Subject device not available for investigation, scrapped by user facility at time of procedure. Device variant (model number) and/or lot number not reported by user facility.